Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 crts 3943197 (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were getting ¿electrical shocks near the ins,¿ the patient stated a ¿jolt sensation,¿ at the ins since implant since (B)(6) 2019. The patient reported that after implant their stimulation was set very high, (the patient stated 3.5) and reported that with stimulation that high they had been getting pain in the groin and that it was just painful, that it felt like a knife in the groin area. It was noted that the reported issue was related to positional movement. The patient stated that if they were laying down or sitting and if they put any pressure on the ins they would get a jolt sensation. The patient stated that they had turned the stimulation down to 1.8 and noted that the jolt sensation was not happening as much as it had been when they had the stimulation higher. Patient service suggested the patient mention the sensation to their health care physician (hcp) and t hat the patient continue to adjust the stimulation down if they continued to feel discomfort. While on the patient was advised to consider decreasing amplitude and when asked if this eliminated the uncomfortable stimulation the patient stated that they did feel relief and decrease in occurrences when they decreased stimulation. It was reviewed with the patient that they should contact their hcp with any therapy related concerns and the patient was noted to be going to follow up with their hcp. There were no further complications reported.